Event description:
The customer contacted stryker to report that their device constantly powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. Loose screws were adjusted to resolve the issue. It was also noted that the battery was depleted and needed to be replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.